Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative alarm condition. There was no harm or injury reported. The device's machine flow sensor was replaced to address the issue. Additionally, not related to the above issue, the device's error log was unable to be acquired. The device's display board was replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed. The machine flow sensor was returned to the manufacturer's product investigation laboratory (pil) for investigation. The pil technician state: pil installed the trilogy evo flow sensor on the trilogy evo stb and ran therapy for approximately 1 hour and the flow sensor operates without issue, e-155 (ventilator inoperative alarm) did not reoccur. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and passed all testing. Pil concluded that the flow sensor operates as designed.

Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor was replaced to address the issue. Additionally, not related to the above issue, the device's error log was unable to be acquired. The device's display board was replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed.